Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated metal ion levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, modular sleeve and hemi head were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The second revision was done 5 years post tha. An x-ray showed the acetabular cup was in a vertical position and a CT scan showed a loculated fluid collection. Intraoperatively black to brownish type fluid staining the soft tissue was noted. It cannot be determined to what extent the patient¿s comorbidities and chronic narcotic use had on his pain and clinical status. It is unknown if the vertical position of the acetabulum led to accelerated wear and metallosis. The pain, dark stained tissue and fluid collection are associated with metallosis, however the root cause cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis and elevated metal ion levels. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.